Event description:
It was reported by pt that she underwent a total hip arthroplasty in 2008, in which she received a durom acetabular cup. Post op, pt experienced pain, and revision surgery is scheduled for 2009.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer inc., which markets the devices in the u.s.